Event description:
It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg site. The patient had their scs system explanted on (B)(6) 2019. The patient was given IV antibiotics for 6-8 weeks to address the infection.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.